Manufacturer narrative:
(B)(4). The ccp also noted the following: they defrost the ice block every other day, there were no fault indicator lights illuminated, the water was not cloudy or discolored, and they have no knowledge of any patient infection that may be associated with the cooler heater unit. The field service representative (fsr) verified the reported problem. The fsr installed a new 3/4" valve in the v1 position and reassembled. He completed all testing and cooler heater operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the cooler heater unit would not warm past 35 degrees celsius. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: according to the complaint details, during cardiopulmonary bypass, the cooler heater unit would not warm beyond 35 degrees celsius. The perfusionist (ccp) noted that during rewarming, there was a trickle of water pouring over the ice block. She could not get the problem to stop, so she swapped out the unit with a back-up. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.